Manufacturer narrative:
The complaint device was not returned. Our investigation was based on the event description and results from previous investigations. Our records indicate that there was one other complaint of this nature for the given lot number from the same user facility. One potential contributing factor may be due to improper fitting of the rt040 full face mask onto the pt. However we are looking at ways to improve seal retention in the rt040 mask. Conclusions - fisher & paykel healthcare marketing has developed an improved in-service program to address the potential for improper fitting. This program is currently being implemented for the customers in the us. We have received similar complaints and we are currently trending this at an occurrence rate of approx 0.043% for the last year. We have an open CAPA project to address this issue and to implement potential design solutions to prevent recurrence in the future. Unfortunately, we inadvertently neglected to report this complaint within the 30-day timeframe as required by the regulations. This was detected during a review of our complaint and vigilance handling sys. We will continue to improve our sys to ensure vigilance reports are sent within the required timeframe.

Event description:
A hosp reported that the seal of rt040m face mask detached from the mask base, creating a gas leak. No pt consequence was reported.